Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during bolus delivery. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.